Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2017 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative received a report from a site that while in an ear, nose & throat (ent) procedure, their navigation system unexpectedly became unresponsive. The navigation system was re-booted, however, it was showing the error message no input detected. This was repeated multiple times. In trouble-shooting, the medtronic representative recommended unplugging the navigation system to re-boot, normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.